Event description:
Customer reported being hospitalized due to high blood glucose levels and dka. Customer experiencing "no delivery" alarms. Troubleshooting was performed and pump appeared to be functioning properly.